Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. The patient¿s sinus issue may had influenced the osseointegration of dental implant, because it was installed in a close contact with the contaminated maxilar sinus. The bacterias present in the maxilar sinus may had contaminated the operated region, thus, affecting the implant ossointegration.

Event description:
The clinician reported that four months after the dental implant was placed in ada site #6 of the patient's mouth, sinus issues were present. Patient presented with discomfort. Primary stability and osseointegration were achieved and implant was covered completely by bone. The device will be forwarded to the manufacturer for investigation. While patient reported pain at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site #6 of the patient's mouth, sinus issues were present. Patient presented with discomfort. Primary stability and osseointegration were achieved and implant was covered completely by bone. The device will be forwarded to the manufacturer for investigation. While patient reported pain at time of event, no further complications were observed.